Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The second mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A first mitraclip was deployed at a1/p1, successfully decreasing mr. A second clip delivery system (cds) was advanced and placed medial to the first clip. Three attempts were made to grasp leaflets however the mr could not be reduced. The clip was implanted at the central position at a2/p2. A third cds was advanced to treat the remaining jet. At some point, while positioning the third clip, the mr increased and upon further observation, it was noted that the posterior leaflet was torn. After several attempts, grasping was achieved on both sides of the posterior leaflet and the clip was implanted, successfully reducing mr to 3-4. In the physicians opinion, the leaflet tear was potentially caused by the grasping attempts with the second and third clip, however cannot be confirmed. On (B)(6) 2019, the control transesophageal echocardiogram revealed an mr of 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.